Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The device was reprogrammed. The lead remains implanted, and no adverse patient effects were reported.